Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, five bands successfully deployed; however, the white band was the last band left for use. It is unknown if the seventh band deployed prematurely during the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the ligator head found that all bands were deployed and the ligator head teeth were undamaged. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable root cause is "device not returned". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, five bands successfully deployed; however, the white band was the last band left for use. It is unknown if the seventh band deployed prematurely during the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Additional information received on december 5, 2017. According to the complainant, prior to the procedure, the device was not inspected. It was also reported that during the procedure, multiple bands were not deployed at the same time.